Event description:
Left access site up and over working on the right sfa. The lesion was heavily calcified. The physician attempted to advance the turbohawk but it would not advance. The physician removed it without any issues and went in with a small balloon. The physician then reinserted the turbohawk, but it would still not advance. The physician attempted to remove it again for a 2nd time. This time however, he could not remove it; the device became lodged in the 7f sheath and it was not possible to withdraw or advance the device either way. When they pulled the device out, they pulled the sheath out until they were able to get a hold of the wire. Outside the sheath they clipped the wire, leaving the spiderfx distal protection device inside the lumen of the vessel. The physician reinserted an 8f sheath in order to capture the spider. No injury to the patient reported. Please reference MDR 2183870-2011-00156 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.